Event description:
There was a report from the USA, that the bottom / spring / bracket broke off of the device. It is known that the device was being used in surgery, and that there was no pt or user injury. There was no additional information provided.

Manufacturer narrative:
The device, an electric systems foot control, was received by depuy synthes. The device was evaluated. The condition was confirmed. The mounting block of the foot pedal became separated from the angle bracket. It has been determined that this was caused by inadequate bonding of a vendor-supplied component, and a corrective action was initiated internally and with the vendor. If additional information is received or becomes available, a supplemental MDR will be sent. (B)(4).